Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection to the piezo, but demonstrated that pump vibratory alarms and insulin delivery were operating within required specs and delivery accuracy.